Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The circumstances and force required to cause the mesh to delaminate could not be determined.

Event description:
It was reported that a patient underwent a laparoscopic umbilical hernia repair procedure on (B)(6) 2012 and mesh was used. When the surgeon opened the package, it was noted that one side of the mesh was delaminated. The surgeon inserted the mesh and tried to fixate the mesh with straps and the mesh delaminated completely. Two additional hours of surgery were required to remove the mesh and to place a different mesh. The patient remained in the hospital one additional day as a result.